Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after the scope was reprocessed in the reprocessor, the forceps channel of the scope was observed with a borescope and brown foreign material was confirmed in the channel. When the observation was performed with borescope again after reprocessing was performed in the reprocessor, the foreign material was still attached and no changes were observed. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: g1 (email), h2, h6, h11. The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use (IFU): oer-5 instruction operation manual "chapter 4 basic procedures for cleaning and disinfecting endoscopes." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.